Event description:
(B)(4). Periodic sharp stabbing pains from the left fallopian tube area throughout the month debilitating uterine contractions (9+ on the pain scale), cold sweats, nausea/vomiting, sharp drops in blood pressure, shaking about 4-5 days after the start of my period. According to the pathology report after a hysterectomy on (B)(6) 2015 to remove the uterus, fallopian tubes, and cervix - there was significant adenomyosis where the fallopian tubes meet the uterus - likely causing the debilitating pain and contractions.